Manufacturer narrative:
Analysis of the pump revealed no anomaly found the pump passed all non-destructive lab testing. There was motor stall recovery in the logs. A motor stall recovery is an indication that in the pump's life there was at one time a motor stall and then recovery. After doing destructive analysis the technician found nothing significant that may cause the motor stall. There are many factors that can cause a sii motor to stall, for instance emi and/or magnets ext. Analysis of the catheter revealed no anomaly found.

Event description:
It was reported the pump was explanted on (B)(6) 2014. It was reported the patient stated the pump malfunctioned, and requested removal. It was reported they recovered without sequelae. It was reported there was only saline in the pump currently. The drug delivered by the pump was not provided.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).